Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was difficulty in pulling back the catheter into the sheath, and the catheter shaft was slightly bent. During a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, an intellamap orion catheter was used. Pre-mapping of the left atrium was performed as usual; however, there was difficulty in pulling back the catheter into the sheath. Upon removal of the catheter, it was observed that the catheter shaft was slightly bent. The sheath used was 8.5f model, and no problems were noted with the sheath. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device was discarded and will not be returned for analysis.